Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot#, serial# (B)(6), implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: npa086626n, ubd: 19-may-2021, UDI#: (B)(4) h3. Analysis of the communicator found the complaint could not be verified. The device passed all tests and no visual anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown drug via an implantable pump for non-malignant pain. It was reported that the patient's charging cable (which worked fine with other devices) will not plug into the port of the tm90. An email was sent to repair to resolve.